Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparotomy procedure, the patients who used the smoke evacuator unit, vlft10gen and smoke pencil for hemostasis, had increased postoperative bleeding compared to those who used a normal monopolar pencil. The patients had anemia due to hypotension caused by hemorrhaging. Treatment was external compression. Hematoma was removed at an outpatient clinic at a later date. Incision about 3 cm was needed. There was no extension of hospitalization, but additional treatment and follow-up time was longer than before.